Event description:
It was reported that at 84,090 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be firing straight out the tip of the fiber (forward-firing). Time expended: 18:45 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.